Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom technical support in regard to dexcom's (B)(6) 2010 letter to pts describing the possibility for sensor fractures. Pt's mother reported that pt had experienced two broken sensors approx 4-5 months prior to receiving the letter. The sensors were discarded and are unavailable for eval. Pt has not experienced any discomfort or pain at the insertion sites. This is MDR 2 of 2 (see MDR #3004753838-2010-00140).